Event description:
It was reported that during preventive maintenance, the biomedical engineer found that the epg (external pulse generator) had low amplitude and was not sensing. Moisture in the unit was suspected because the display was "foggy." The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb), heart lead flex and display were contaminated, and the upper and lower cases were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.